Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic sleeve gastrectomy, the patient needed to come back to theatre the next day for closure of hole that was created at the top of the stomach. There was difficulty removing the gastrisail as it had been sutured into the stomach. It had to be cut which is the suspected cause of the hole. Suture was used to close the hole. However, the patient needed to return to surgery for a washout due to bile leak and to resuture because the suture came undone. Patient is out of ICU.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic sleeve gastrectomy, the patient needed to come back to theatre for closure of hole that was created at the top of the stomach. Suture was used to close the hole, but the patient needed to return to surgery for a washout and resuture because the suture came undone.